Manufacturer narrative:
Investigation results indicate that the blade break was likely due to excessive force and/ or the application of a bending moment along with metal contact while cutting. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The quality investigation is complete.

Event description:
It was reported that the blade broke at the mount during a total knee replacement procedure. It was further reported that there was a short delay to the surgery to get a replacement blade. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the blade broke at the mount during a total knee replacement procedure. It was further reported that there was a short delay to the surgery to get a replacement blade. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.